Event description:
It was reported the powerseal curved jaw sealer that the jaw would not close and when the device was squeezed the handle hard, it sounded something broke within the subject device. The issue was found during a therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.